Event description:
The customer reported that on (B)(6) 2011 erroneous or imprecise cardiac troponin (accutni) results were generated on an access 2 immunoassay system for three patients' samples. This is report one of two and represents the erroneously elevated accutni results, in the risk stratification range, generated on an access 2 immunoassay system for one patient's samples on (B)(6) 2011. An erroneous accutni result was reported out of the laboratory. The patient was given lovenox due to the erroneous accutni result and was scheduled for an echocardiogram. Accutni results were repeated multiple times on the same instrument in both plasma and serum form, with varying results within and above normal reference range. One of the repeat results within the normal reference range was regarded as valid. A corrected report was called to the physician before the scheduled echocardiogram was performed. The procedure was cancelled. A second sample was drawn and subsequently tested. The second sample accutni result confirmed the amended report result. The customer indicated that no errors were posted to the instrument event log. The samples were full draws and appeared normal in appearance with no visible abnormalities and no presence of fibrin.

Manufacturer narrative:
Beckman coulter inc evaluation of customer supplied data indicated that all three levels of accutni quality control were within the customers established ranges one hour prior to the falsely elevated accutni results. Three levels of accutni qc were analyzed again at a later time. Only level 2 accutni qc results were outside of the range high. Level 1 and 3 qc results were within specifications. The customer performed a system check which failed the substrate ratio. The customer replaced the aspirate probes and a repeat system check met specifications. No definitive root cause could be determined for this event to date. Mdrs associated with this event: 2122870-2011-03578, 2122870-2011-03579.